Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported ischemic stroke could not be determined through this evaluation. The patient remains on ongoing on lvas support. Stroke and neuro dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 7 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient had an ischemic stroke. The patient was found to have fixed and dilated pupils, dysconjugate gaze, and limb weakness. Code stroke protocol was initiated. The CT scan suggested incompletely occlusive thrombus in left p1 posterior cerebral artery segment measuring 6mm length. Reportedly, there was no acute bleed. The patient was hospitalized. The event was reported as ongoing.